Event description:
Pt reported having an elevated blood glucose level. Pt stated the hyperglycemia lasted several days and she felt it was caused by incorrect insulin delivery because the infusion device malfunctioned. Pt stated after switching to the backup infusion device, the blood glucose levels returned to normal. Pt's normal blood glucose level was not provided. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.